Event description:
The device used a small bowel resection without incident. The pt was reoperated on 9/19/96, for a colectomy, small bowel resection, and a liver biopsy. It is unknown what co's device was used during this case at this time. The pt was reoperated on 9/24/96, for a colostomy/jejunostomy. There was necrosis along the anastomosis. It is unkown at this time which co's product was used during this case. The pt was transferred to ICU and then to the floor. Later on 9/24/96, pt was transferred back to ICU in septic shock. "Pt had colecotmy with staple device used."